Event description:
Patient reported in (B)(6) 2011 that within a week or two of the refill date he experienced physical symptoms particularly with taste and smell. Patient reported a knot at implant site in lower back. It used to be the size of a peanut and was now the size of an almond. Patient had not had imaging done to look at the knot. The knot was not painful; it was noticeable and growing. Per hcp, it was indicated the patient was noted to be developing a mass in the subcutaneous layer of his lower back at the site of catheter insertion. Surgery was performed and the mass was revealed to be a granuloma which had formed around the catheter. The granuloma was removed. There was noted to be a small pinhole leak in the distal catheter as it went through the mass. The distal catheter was removed and a new catheter inserted. Postoperatively, the patient noted they felt overmedicated although the pump was set at the same dosage that had been before the surgery, thus indicating that the patient was not receiving the full amount of medication and the pump was accordingly turned down. Patient followed up with hcp with symptoms of dizziness and difficulty walking and controlling his bladder. X-ray studies were performed and did not reveal the cause. The dosage in the pump was reduced further. Patient then presented to the hcp with increased weakness in his legs and was admitted to the hospital. At that time, the pump was set at minimum rate. It was also indicated that the pump was turned off. The symptoms continued. An MRI was done of brain cervical spine, thoracic spine and lumbar spine. The thoracic and lumbar spine was clean. The brain shows some chronic change, but no acute changes and the cervical spine shows spinal stenosis. Radiologist did not believe there was cord compression. The hcp believed there was some evidence of cord compression. Hcp consulted with another hcp. The other hcp planned to consult after patient's surgery and review the MRI of the cervical spine. Hcp felt problem was related to toxicity secondary to drug being administered even though he had had this same drug in his pump for quite some time. Hcp had concern that even though according to telemetry, the pump was shut off, that it was malfunctioning and continuing to deliver the drug. A decision was made at this time to remove the pump and catheter, believing they were mildly responsible for the patient's current paraparesis which appeared to be upper motor neuron in origin. He had "increased muscle tone in the left lower extremity with a few beats of clonus present". The pump and catheter were removed; this did result in some improvement of his condition; spinal fluid was collected at the time of surgery and showed an increased number of white blood cells, but no bacteria, and normal sugar and protein which suggested that an inflammatory process was going on, again possibly secondary to a toxic reaction to the drug. The patient was started on steroids with some improvement. In regard to cervical spinal stenosis, patient decided he did want to go ahead with decompression and was returned to the operating room where a decompressive cervical laminectomy was carried out; he did not experience any side effects or complications related to surgery. He was seen in consultation by acute rehabilitation who felt that he was at a "too level of function in order to qualify for admission". The patient was discharged to home and was to be followed as an outpatient. The pump was delivering morphine.

Manufacturer narrative:
Analysis of the pump revealed no anomaly, normal device function. Catheter returned for analysis included a straight connector with 40.5 cm of proximal segment. Analysis of the same revealed no significant anomaly, catheter passed testing. Minor things observed, as received, was that the catheter was occluded with yellow dried drug and that the connector has a small slice cut believed to have happened during explant. Drug infused via the device per analysis was morphine 50mg/ml.

Event description:
It was initially reported in (B)(6) 2011 that about a week before a refill patient would have "a weird taste and smell sensitivity." Patient also had a knot getting bigger around the implant site. It was later reported that patient experienced temporary paralysis; a granuloma was removed on (B)(6) 2011. Granuloma was formed on the outside of the spine; healthcare provider (hcp) exchanged the distal catheter. Patient showed signs of paralysis in his legs following which the entire system was removed. Hcp thought that the pump "over delivered the meds." Patient had a normal MRI; recovered without sequel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter model: unk, serial#unk implanted: (B)(6) 1995, explanted: unk; catheter model 8731sc, serial# (B)(4) , implanted: (B)(6) 2011 explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.